Event description:
Report was received that an unknown lead was explanted due to low impedance, which was reported in MFR. # 1644487-2021-00323. The lead was then received for analysis and was later determined to be the lead captured in this report. All further information will be submitted in this report (MFR. # 1644487-2020-01351) product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Lead analysis was completed. Abraded openings were identified in the outer and the inner silicone tubing of the lead coils. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubing. Though it is difficult to state conclusively the observed exposed coil condition mentioned above may confirm this to be a contributing factor for the reported ¿low impedance¿ allegation. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
Patient presented with low impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.